Event description:
During a laparoscopic sigma procedure, while cutting the sigmoidal arteries, the device would not fire. Some bleeding occurred that was handled manually. There was no patient consequence.